Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ peds plus¿/ f culture vials (plastic) a single event of a molecular false positive was received by the user while using in conjunction with the biofire platform. Multiple identifications were received; c. Tropicalis, streptococci spp., s. Aureus, and s. Epidermidis. The c. Tropicalis was the unexpected result. The gram stain and bacterial culture resulted with s. Aureus, s. Salivarius, and s. Epidermidis. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442020. Batch no.: 3137620. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
It was reported when using the bd bactec¿ peds plus¿/ f culture vials (plastic) a single event of a molecular false positive was received by the user while using in conjunction with the biofire platform. Multiple identifications were received; c. Tropicalis, streptococci spp., s. Aureus, and s. Epidermidis. The c. Tropicalis was the unexpected result. The gram stain and bacterial culture resulted with s. Aureus, s. Salivarius, and s. Epidermidis. No health impact or consequence reported.